Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez4075 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reez4075) have been reported from the same facility.

Event description:
It was reported "getting IV medication in PICC line started leaking at end of infusion. Red lumen leaking at hub connection. Line clamped cleaned with alcohol and gauze and taped applied." It was reported this occurred with two devices. This report addresses the second device.

Event description:
It was reported "getting IV medication in PICC line started leaking at end of infusion. Red lumen leaking at hub connection. Line clamped cleaned with alcohol and gauze and taped applied." It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.